Event description:
The customer from (B)(4) reported that the device had a wet transducer protector. The baxter technician notified the field service representative to go onsite to repair the device. The event occurred at an unknown time in the process. No patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The baxter field service representative was scheduled to go onsite to evaluate and repair the device. A follow up report will be submitted when the evaluation results or if further information become available.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated and the reported condition of a wet transducer protector was not confirmed. The root cause of the reported condition could not be determined. The luer fitting and tubing for the venous port were replaced as a preventative action. The device was tested as per baxter operating procedures and protocols and passed all testing.